Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2015, it was reported that the usb cable was malfunction as she was getting an ¿unable to open port¿ error. It was returned for product analysis on (B)(4) 2015. Product analysis confirmed a broken lead at db9 interface of db9 to usb serial adapter communication cable; appears to be cable stress-related. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.